Event description:
It was reported that this right ventricular (rv) lead was an attempt due to a damaged helix during left bundle branch area pacing. The helix mechanism was unable to be retracted when the physician rotated the helix mechanism many turns to remove this rv lead. Which led to perforating the septum. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory. The visual examination noted that the helix mechanism was in a retracted position. Dried blood was noted around the helix. Subsequent testing was performed and a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue, however, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempt due to a damaged helix during left bundle branch area pacing. The helix mechanism was unable to be retracted when the physician rotated the helix mechanism many turns to remove this rv lead. Which led to perforating the septum. Another rv lead was successfully implanted. No additional adverse patient effects were reported.